Event description:
It was reported the pt presented for a bilateral uterine fibroid embolization procedure in 2005. An angio-seal device was used to close the puncture site. Upon returning home, the pt began to experience right lower extremtiy claudication. An abdominal and right leg angiogram two months later demonstrated a dissection with occlusive thrombus in the right common femoral artery at the arteriotomy site. The pt underwent surgical repair of the artery with good results. The pt was reported to be satisfactory following surgery.